Event description:
It was reported that the customer had a crack on their insulin pump by the rim of the reservoir area. The customer's blood glucose was 176 mg/dl. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. Unit received missing end cap sticker.